Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with multiple pause alerts due to under-sensing on the implantable cardiac monitor. No intervention was performed. The patient was stable.

Event description:
New information received noted that the patient presented remotely via merlin.net.